Event description:
It was reported that the patient died. The patient presented with a history of coronary artery disease and st-elevation acute myocardial infarction. Emergency coronary angiography identified two occlusions in the ostium, an 80% stenosed lesion in the left anterior descending artery post anastomosis, and 80% stenosed lesion in the circumflex with the appearance of ruptured plaque and 90% stenosed lesions in the marginal branch (mge1) and middle third. Angioplasty of the mge1 was performed with a 1.50 x 12 mm semi-compliant balloon at 14 atm and a 2.00 x 20 mm semi-compliant balloon. Implantation of a 2.25 x 32 mm synergy was attempted, but failed to cross the proximal third of the mge. The stent was removed with slight resistance and it was noted that an area of the uninflated balloon was not covered by the stent. A non-boston scientific stent was advanced, but failed to cross the lesion and was removed. The patient went into cardiogenic shock and died.

Event description:
It was reported that the patient died. The patient presented with a history of coronary artery disease and st-elevation acute myocardial infarction. Emergency coronary angiography identified two occlusions in the ostium, an 80% stenosed lesion in the left anterior descending artery post anastomosis, and 80% stenosed lesion in the circumflex with the appearance of ruptured plaque and 90% stenosed lesions in the marginal branch (mge1) and middle third. Angioplasty of the mge1 was performed with a 1.50 x 12 mm semi-compliant balloon at 14 atm and a 2.00 x 20 mm semi-compliant balloon. Implantation of a 2.25 x 32 mm synergy was attempted, but failed to cross the proximal third of the mge. The stent was removed with slight resistance and it was noted that an area of the uninflated balloon was not covered by the stent. A non-boston scientific stent was advanced, but failed to cross the lesion and was removed. The patient went into cardiogenic shock and died.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection, microscopic analysis and a wire insertion test were performed. Device analysis confirmed that the stent had not moved on the balloon. The stent was securely positioned between the proximal and distal markerbands. No damage was observed along the entire stent. It was possible to load a 0.014 inch size guidewire through the device with no resistance noted. Multiple kinks along the length of the hypotube were identified. No other damages were noted along the length of the device.